Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that upon initial interrogation of the implantable pulse generator (ipg) it was noted that the device was at elective replacement indicator (eri) and was unopened in the box. The device was not implanted. There was no patient involvement.